Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 31 (mg/dl) and became disoriented. Reportedly, customer treated the low bg level with the assistance of some bystanders by consuming food. Recommendation was made to consult with health care provider to discuss diabetes management.

Manufacturer narrative:
Review of pump data by quality engineering: review of pump data showed that a bolus of 2.45 units was requested and delivered at 5:42 am on (B)(6) 2016. Less than one hour later, a low blood glucose (bg) level of 41 (mg/dl) was recorded in the pump data. It is possible that the user forgot to eat the carbohydrates that the bolus was administered for, or that the customer miscalculated the grams of carbohydrates. The review of the pump data does not show a pump malfunction.